Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that threads of the implant were broken; only a fragment of the threads and head of the screw were observed. Broken fragment/s generated were not observed on image provided. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique se_846005 rev. Aa was reviewed and the following relevant statement was found at page 16: to prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that threads of the implant were broken; only a fragment of the threads and head of the screw were observed. Broken fragment/s generated were not observed on image provided. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Surgical technique was reviewed and the following relevant statement was found at page 16: to prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 806.004.02s; lot # 309l644; manufacturing site: werk bio oberdorf; release to warehouse date: 07 june 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, when insert the screw, the screw's broke, all the pieces were removed from the patient. Another screw was changed to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.